Manufacturer narrative:
(B)(4).

Event description:
It was reported during a regular follow-up, the physician tried several times to measure the high voltage lead impedance from the last two months but could not properly. Review of the session record indicated the measurements may have been postponed. Programming changes were recommended. No procedure to resolve the issue has been completed. The patient will return for a follow-up. No further information is available.